Event description:
In 2007, I went to the emergency room with "a severe burning sensation, decreased vision, allergic-like reaction when using contact lens on my left eye. After complete exam, hpv test-negative-, and preventative antibiotic -, I was told to cease using contacts for the time being. Two days later, returned to ER for follow-up. Cornea had cleared up and was told to return for follow up with regular corneal specialist the following month. I did not use contacts in between visits for 2 1/2 weeks. When I started contact use again by third day contact use was impossible, as severe burning, severe decrease in vision, severe halos at night...I ceased contact use again until my visit, where one of the drs taking my pre-visit info informed me that the contacts I was using had been recalled. I immediately contacted, dr's office and it was confirmed, however, I was never notified. I have made an appt tomorrow to replace all of my boxes of contacts, 6 of which I have, 2 I have already used, and all are within the recall list. I am urging you to document that there is a possibility that my recent problems are all associated with this product. My visit today, showed that my eyes were fine again in the last 6 weeks, I have only put in my contacts for the 3 days discussed earlier, and not wanting to damage my eyes, waited for todays visit. The product I am reporting is ciba o2 optix contact lens, which were sold to me in 2006. I have been using this specific product since 2006. In 2006. I bought one year supply and it was shipped to me directly. All items I have are on the recall list. As a consumer, please, please, please investigate this matter asap. Dates of use: 2006 -2007. Diagnosis or reason for use: vision problems. Date of use: 2006 - 2007. Diagnosis or reason for use: vision problems.